Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that experienced hyperglycemia. Customer's blood glucose level was 412 mg/dl. Customer reported that the insulin pump had got infusion flow block. Customer had disconnected and ran insulin through and saw a drop of insulin come out. Customer reported that the no delivery alarm did not occur during manual prime. Customer reported that event was resolved by changing complete set. The insulin pump will not be returned for analysis.